Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device lost telemetry and was not able to be interrogated. After restarting the programmer, the device could be interrogated. No further action was taken and there were no adverse consequences for the patient.